Event description:
The manufacturer received information alleging base cracked and chipped, enclosure front left chipped, misaligned feet missing, and a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. Additionally, the front enclosure kit, base enclosure kit, faa label, serial label, warning label will need to be replaced due to physical damage. Inlet air path assembly and removable air path foam was replaced per remediation. All listed components were replaced. Device passed final testing.